Manufacturer narrative:
Product ID: 9735764, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A0901, a1102: "pulseaudio failed" message a0902, a1102: "no video input" message a13, a1102: "unable to connect" message g2: this event occurred in canada, see section e. H3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart was showing a "no video input" message. The local representative (cs) also reported that main cart screen showed white text on black screen and a "pulseaudio failed" message. The cs also reported that if system stayed on for a long time, then the camera cart displayed an "unable to connect" message on the camera cart. Troubleshooting was performed. The cs rebooted the system. The system booted up and the cs was able to log in. The cs opened selftest and saw all connections were green. There was no patient involvement.